Event description:
Notified by fmc canada (#0979) of this product complaint. Stated complaint is "blood leak within first minute of treatment. Blood leak alarm occurred at 30 sec." Dialyzer was reported as first use without pre-processing. Pt info provided did not indicate there were any adverse effects to the pt as a result of the reported leak. No medical intervention was reported. Blood loss volume 200cc. Complaint sample discarded; no samples provided for eval. MDR filed due to blood loss reported.